Event description:
New information received note that the device was reprogrammed in the past but post-paced t-wave oversensing issue remained. Further programming changes were made. Patient was asymptomatic.

Event description:
It was reported that during follow-up, post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.